Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that following reception of the field safety notice issued in july 2018, the subject device was replaced as the patient is pacing dependent and has regularly some treated ventricular arrhythmias.. Preliminary analysis revealed that no issue was observed on the subject device; proper pacing was observed at explantation.

Event description:
It was reported that following reception of the field safety notice issued in july 2018, the subject device was replaced as the patient is pacing dependent and has regularly some treated ventricular arrhythmias. Preliminary analysis revealed that no issue was observed on the subject device; proper pacing was observed at explantation.